Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with the assistance of technical support, and the pump did not display the error again.